Manufacturer narrative:
On (B)(6) 2019, during evaluation of the sample it was observed to be intact. No anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: a mentor memorygel breast implant 525 cc, catalog smpx525, serial number (B)(4), lot number 7548672. (B)(4).

Event description:
It was reported that a (B)(6)-year-old patient underwent a breast augmentation with a mentor memorygel breast implant 525 cc and experienced grade 3 capsular contracture on the left breast implant. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 525 cc on (B)(6) 2019.